Manufacturer narrative:
The failure investigation has been completed. For the cartridge change error. And the alleged issue was verified. There was no investigation preformed for the cart damaged, due to no device being returned for evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Customer received a cartridge change error. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use mdi for insulin therapy. Customer¿s blood glucose level was 219 mg/dl.